Event description:
N/a.

Manufacturer narrative:
The results of the returned device analysis confirmed the reported gripper line break and single gripper actuation issue. The gripper line was observed to be kinked. The reported difficult positioning could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated and the reported single gripper actuation issue appears to be due to the reported gripper line break; however, a cause for the gripper line break cannot be determined. The observed kink in the gripper line appears to be related to procedural conditions. The reported difficult positioning was related to challenging patient anatomy (thick leaflets and chords) as the clip became entangled with the chordae. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper line break and gripper actuation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted thick leaflets and many chords. The first clip delivery system (cds) was advanced to the mitral valve; however, the clip became entangled with the chordae. When standard maneuvering was performed, it was observed that the distal end of gripper line was exposed, and the anterior gripper was not functioning. The gripper line seemed broken. The cds was continued to be removed as the clip was freed. The procedure continued with a different size clip. One clip was implanted, and mr is 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.